Manufacturer narrative:
(B)(4). This report is being filed on an international product, (B)(4) that has a similar product distributed in the us, (B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated a false negative result with the architect (B)(4) qualitative assay. The sample tested (B)(6) by (B)(6) and was also positive (B)(6). No suspect results were reported from the lab and there is no impact to patient management reported.